Manufacturer narrative:
No device sample is available for investigation.

Event description:
Complaint alleges: in 2009, the patient underwent a difficult robotic prostatectomy. During the procedure, the patient experienced excessive bleeding despite medication. A very large number of plastic clips (cat# unknown) were used to control the bleeding, especially on the right side of the pelvis. About a year ago, the patient began to develop pain in his right leg. A CT scan was done on the lymph nodes in the pelvis and a tumor was detected. The patient was sent to (B)(6) university where a team of cancer specialists performed surgery to remove the tumor. It was discovered to be inflamed tissue which contained 15 plastic clips within the tumor. The surgeons attempted to remove the other clips remaining in the pelvis, but some had to remain due to their location. No further information regarding patient's current condition.